Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. The data was reviewed and showed that impedances values were stable around 1400 ohms until august when the values spiked greater than 2000 ohms. The values were observed to 2222 ohms during the check. The pacing thresholds on the rv had also increased from 2.3v to 3.2v. At this time, the products remain in service and the patient is being monitored. The patient is not dependent. No adverse patient effects were reported.